Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via the left radial artery. Angiography revealed the 70% stenosed, de novo target lesion was located in the mildly calcified and moderately tortuous left anterior descending artery. The 2.7x29mm, eccentrically shaped lesion was noted to have a significant bend of >45 and <90 degrees. Pre-dilation was performed with the 2.5x15mm maverick 2 balloon catheter; however, the balloon ruptured at 14atms during an unspecified inflation. Pre-dilation was completed with another 2.5x15mm maverick 2; 10 inflations at 14atms/8sec. A 2.5x24mm non bsc stent was then deployed. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via the left radial artery. Angiography revealed the 70% stenosed, de novo target lesion was located in the mildly calcified and moderately tortuous left anterior descending artery. The 2.7x29mm, eccentrically shaped lesion was noted to have a significant bend of >45 and <90 degrees. Pre-dilation was performed with the 2.5x15mm maverick 2 balloon catheter; however, the balloon ruptured at 14atms during an unspecified inflation. Pre-dilation was completed with another 2.5x15mm maverick 2; 10 inflations at 14atms/8sec. A 2.5x24mm non bsc stent was then deployed. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed a large build-up of solidified contrast media present inside the inflation lumen and balloon. An examination of the balloon material could not identify any tears or holes in the balloon. The device was attached to an inflation unit; however, several attempts to inflate the balloon were unsuccessful. The device was immersed in hot water in an attempt to dissolve the solidified contrast media, but all additional attempts to inflate the balloon failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).